Event description:
It was reported that a user with a newly replaced ilet pump experienced recurrent nocturnal low glucose events recorded at 57 mg/dl and contacted support requesting review of targets; education, troubleshooting, and assignment for additional training were completed, and the user was transferred to a clinical specialist. Investigation of this case revealed an unclear cause for hypoglycemia, with no specific device malfunction identified. No clinical symptoms associated with hypoglycemia requiring oral glucose treatment. Outcomes included user-reported low glucose episodes without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.